Event description:
Philips received a complaint from customer biomed regarding a v60 ventilator, they indicated that the unit was not operating on ac power. The issue was identified while the device was not in patient use, and no patient impact was reported. The unit was removed from service. The customer reported that the battery was not maintaining a charge. The issue was evaluated with assistance from a remote service engineer (rse). Troubleshooting was performed in accordance with the v60 service manual, including verification of ac outlet voltage, power cord functionality, and power supply output (24v). Additional steps included checking ac input at the inlet and isolating potential faults within the power supply and power management (pm) pcba. Based on the troubleshooting process, potential causes were identified as the power supply, pm pcba, or ac inlet. Resolution and disposition are pending - investigation ongoing.